Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone the essure confirmation test". The patient's past medical history included abdominal pain, genital bleeding and diverticulitis. Previously administered products included for an unreported indication: depo-provera from 2009 to 2011. Concurrent conditions included ovarian cyst, polymenorrhagia and dysfunctional uterine bleeding. Concomitant products included ibuprofen and ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraine/headache"), headache ("migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain/loss specify: gain"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menstruation") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral oopherectomy right) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the polymenorrhoea, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality- safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone the essure confirmation test". The patient's past medical history included abdominal pain, genital bleeding and diverticulitis. Previously administered products included for an unreported indication: depo-provera from 2009 to 2011. Concurrent conditions included ovarian cyst, polymenorrhagia and dysfunctional uterine bleeding. Concomitant products included ibuprofen and ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraine/headache"), headache ("migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain/loss specify: gain"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menstruation") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral oopherectomy right) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the polymenorrhoea, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexualintercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, patient not undergone the essure confirmation test were added, patient's medical history was updated. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone the essure confirmation test". The patient's medical history included abdominal pain, genital bleeding and diverticulitis. Previously administered products included for an unreported indication: depo-provera from 2009 to 2011. Concurrent conditions included ovarian cyst, polymenorrhagia, dysfunctional uterine bleeding and obesity. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 1 month after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraine/headache"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify: gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), polymenorrhoea ("frequent menstruation") and post procedural complication ("post removal complications-yes"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), unilateral oophorectomy right and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the migraine, female sexual dysfunction, depression, anxiety, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, polymenorrhoea, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She had received treatment for following events "pelvic pain, abdominal pain, dyspareunia, dysmenorrhea and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Lot number:880423 manufacturing date: 2011-07 expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone the essure confirmation test". The patient's medical history included abdominal pain, genital bleeding and diverticulitis. Previously administered products included for an unreported indication: depo-provera from 2009 to 2011. Concurrent conditions included ovarian cyst, polymenorrhagia, dysfunctional uterine bleeding and obesity. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 1 month after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraine/headache"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify: gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), polymenorrhoea ("frequent menstruation") and post procedural complication ("post removal complications-yes"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), unilateral oophorectomy right and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the migraine, female sexual dysfunction, depression, anxiety, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, polymenorrhoea, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She had received treatment for following events "pelvic pain, abdominal pain, dyspareunia, dysmenorrhea and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone the essure confirmation test". The patient's medical history included abdominal pain, genital bleeding and diverticulitis. Previously administered products included for an unreported indication: depo-provera from 2009 to 2011. Concurrent conditions included ovarian cyst, polymenorrhagia, dysfunctional uterine bleeding and obesity. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 1 month after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraine/headache"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify: gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), polymenorrhoea ("frequent menstruation") and post procedural complication ("post removal complications-yes"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), unilateral oophorectomy right and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the migraine, female sexual dysfunction, depression, anxiety, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, polymenorrhoea, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She had received treatment for following events "pelvic pain, abdominal pain, dyspareunia, dysmenorrhea and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone the essure confirmation test". The patient's medical history included abdominal pain, genital bleeding and diverticulitis. Previously administered products included for an unreported indication: depo-provera from 2009 to 2011. Concurrent conditions included ovarian cyst, polymenorrhagia and dysfunctional uterine bleeding. Concomitant products included ibuprofen and ibuprofen (motrin). On (B)(6)2011, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 1 month after insertion of essure. On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraine/headache"), headache ("migraine/headache") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify: gain"). In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menstruation"), abdominal pain ("abdominal area pain") and post procedural complication ("post removal complications-yes"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), unilateral oophorectomy right and ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia and abdominal pain had resolved and the polymenorrhoea, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She had received treatment for following events "pelvic pain, abdominal pain, dyspareunia, dysmenorrhea and menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event ¿post procedural complication¿ was added. Events¿ pelvic pain, abdominal pain, dyspareunia,dysmenorrhea and menorrhagia¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menstruation") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, polymenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and polymenorrhoea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.